Event description:
It was reported that a balloon rupture occurred. The 80-90% stenosed target lesion was located in the upper limb arteriovenous fistula. During the procedure, a 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use and inflated up to 10 atmospheres. However, it was noted that the balloon ruptured. Another 5.00mm/2.0cm/90cm peripheral cutting balloon was used and also burst. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 9mm proximal of the distal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The 80-90% stenosed target lesion was located in the upper limb arteriovenous fistula. During the procedure, a 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use and inflated up to 10 atmospheres. However, it was noted that the balloon ruptured. Another 5.00mm/2.0cm/90cm peripheral cutting balloon was used and also burst. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure.